Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was charging more often than he used to charge. They used to charge every 3-4 days, but now they were charging every day. They confirmed no programming changes and no falls/trauma. The issue has been going on for a couple months. They charged their ins to full every charge session. They also reported that the patient had been getting poor coupling for a couple of weeks (within (B)(6) 2020). They adjusted the recharger antenna with the dial, but the issue wasn't resolved. They confirmed the antenna was properly placed against the stimulator. No symptoms were reported.